Event description:
On (B)(6) 2012, the customer reported that fluid leaked from the cartridge chemistry sample probe wash collar on the dxc 600 pro. The volume of the leak was unknown. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the wash collar and the wash valve on the rear hydro. Fse also cut back the wash and vacuum lines. Fse performed diagnostics and the instrument functioned properly. Fse noted that the root cause of the event was most likely the wash valve on the rear hydro.

Manufacturer narrative:
(B)(4).